Manufacturer narrative:
Internal complaint reference (B)(4). Part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. Two partial sutures were returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: event description updated.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant was not properly deployed, resulting in the implant not being left secured on the meniscus. The t1 implant was left secure inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. Patient status is good.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant was not properly deployed, resulting in the implant not being left secured on the meniscus. The t1 implant was left secure inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.